Manufacturer narrative:
Block e1: (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris ultra ureteral stent was used in a procedure. During the procedure, the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break. Correction to block h6: device code has been updated based on the additional information received on april 15, 2025. Additional information was received on april 09, 2025, with the attached photo of the complaint device showing that the stent coil was detached and the stent shaft was not fractured. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that a polaris ultra ureteral stent was used in a procedure. During the procedure, the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.